Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A manufacturing device history review (DHR) is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Functional and visual testing were performed. Both seals were intact. The investigation found the device had cracked case top corners and both plunger cases. The pump event history showed syringe plunger not in place error in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated, during syringe test. Q1 partially broken off from pad on plunger board, plunger board also broken off from glue. The root cause of the reported issue was due to possible design issue, but not specified. The technician replaced the plunger board. Performed syringe test and all functional tests which passed.

Event description:
It was reported that a plunger sensor error was observed. No patient injury was reported.